Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels around 200 mg/dl and delivered a correction bolus to address bg level. The possible cause of the high bg levels were unknown. While contacting tandem technical support, the customer has since returned to bg target range.